Event description:
Customer's wife reported observing a fading number display on meter in the first digit. Customer lowered insulin dosage based on the reading. Customer did not experience an adverse event as a result of dosing.